Event description:
Healthcare professional initially reported patient was "having some complications with her implants." Patient later reported a possible right side rupture shown through CT scan and right side capsular contracture, baker grade unknown. Lastly, healthcare professional confirmed right side rupture and capsular contracture, baker grade IV and "a white milky fluid" within the capsule. Record is for right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "patient who is having some complications with her implants." Additionally patient reported possible bilateral rupture shown through a CT scan and bilateral capsular contracture, unknown baker grade. Device remains implanted.